Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by administering a correction injection using multiple daily injections (mdi) and did not require third-party assistance. Technical support provided information for resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump.